Manufacturer narrative:
(B)(4). The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A hemodialysis user facility reported that a dialyzer blood leak occurred during treatment. The blood leak was reported to be internal and visible. Blood test strips were not used. No dialyzer damage was visible. The machine did alarm. The patient's estimated blood loss was approximately 300ml. No adverse effects were experienced by the patient as a result of this event and no medical intervention was required. The patient completed treatment with a new set-up on a different machine. The complaint device is available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation without the prepackaging pouch. The fiber bundle was tinged from blood exposure. Coagulated blood was noted in the dialysate compartment on the non-cavity ID end within the dialysate ring and between the cut surface and screw flange on each end of the dialyzer. Coagulated blood was also noted on the surface of the dialyzer housing; this presumably happened because blood port caps were not fastened to the dialyzer during transit (from the unit to the manufacturing facility). Gross visual examination of the dialyzer observed a short fiber at the non-cavity ID end at approximately 130 degrees (with the dialysate ports situated at 0 degrees). There was no other damage or irregularities noted; specifically, no damage or irregularities were identified that would result in an external leak. The dialyzer was subjected to a laboratory bubble point test where a steady flow of bubbles was noted from the non-cavity ID end potting cut surface (within the location of the observed short fiber). The dialyzer was then subjected to a destructive disassembly for further visual examination. Both screw flanges were removed and subsequent visual examination of the polyurethane (pu) cut surfaces noted both ends to be intact; there was no visual damage, irregularities or separations identified. The fiber bundle was then removed from the dialyzer housing to better inspect the inferior pu surface/fiber bundle. Subsequent visual examination of the fiber bundle did not identify any other damage or irregularities to the fiber bundle; specifically, no loose fiber fragments, and/or kinked or looped fibers. The inferior surface of both pu potting ends were examined for voids. No voids were noted. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. All lot release criteria were met. The investigation into the cause of the reported problem was able to confirm the failure mode. The product investigation confirmed there was a fiber leak due to a short fiber found at the non-cavity ID end. The dialyzer was subjected to a laboratory bubble point test where a steady flow of bubbles was noted from the non-cavity ID end potting cut surface (within the location of the short fiber). Further examination of the device did not identify any other damage or irregularities.